Manufacturer narrative:
Investigation summary: one sample with open unit packaging was received by our quality team for evaluation. The team was unable to perform the plunger movement difficult test on the returned sample to determine the failure as the complaint verbatim indicates that the syringe was cleaned with water, therefore the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that syringe 1ml ls tuberculin plunger was difficult to move. The following information was provided by the initial reporter: severe stiction when filled with medication. The bd 1ml syringe is being used to give 1ml ear drops for my dog, supplied by the vet. When medication is drawn up and you attempt to give the dose, it is extremely difficult for the plunger to move. This is to a point where it is almost impossible to complete the dose. Both my wife and I have given a dose and have experienced the same issue. Interestingly when cleaning the syringe with water we do not have the same problem. Dermotic ear drops (40ml).